Event description:
Caller states that he ran a lab to device comaprison and received the following results: lab result was 44mg/dl and his device read 95mg/dl. He reports that they were taken within minutes of each other and that no treatment was received. No glucose controls were used. Requested return of suspect device and replacement was sent.